Event description:
The manufacturer received information alleging an issue related to a CPAP or device's sound abatement foam. The patient alleged of having severe headaches and given antibiotics for sinus infection. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer reported an allegation of an issue related to sound abatement foam and became degraded, visualization of particles and caused severe headaches and given antibiotics for sinus infection. The medical intervention that the patient received in response to the event is currently unknown. After the second attempt to have the device and components returned for evaluation, the customer hung up and terminated the call before asking gfe related questions. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report. Section e1 was updated by capturing email.